Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-apr-2026, a sales representative reported via email that the fibertag tightrope within the ar-1288qai-100 all-inside quadlink kit (10 mm) ripped at the button. This issue was identified during a procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 04-may-2026: it was reported that during an acl quad autograft reconstruction, the ripped suture issue occurred inside the patient during final tensioning on the femoral side. The affected implant was removed from the patient, including all associated components. All detached fragments were accounted for and successfully retrieved. The procedure could not be completed as originally planned and required an alternative technique. To complete the procedure, the graft was removed and an ar-1588btb-2j tightrope ii btb was utilized. The surgery was prolonged by approximately 30 minutes; however, no additional anesthesia was administered.